Event description:
Sales rep called and informed that: "a microsensor was implanted in a patient this morning at 2:00am, and it worked for approximately three hours. At approximately 5:00am was showing a reading of 175; however, the patient was not symptomatic. Replaced the icp express cable and no changes were verified. Then they replaced the icp express monitor, and no changes were observed. At 11:00am (same day - (B)(6) 2014) the surgeon decided to explant the microsensor, and discontinue to monitor the patient. Patient was okay. After the microsensor being explanted the surgeon tried to check the microsensor outside the patient, and the best result that he obtained was 135. Microsensor will be returned to codman for evaluation. Please send a warranty replacement to the sales rep."

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Please note that the icp express unit p/n 82-6634 and the icp express cable p/n 82-6636 were not returned to codman for evaluation. Only the microsensor p/n 82-6631; s/n (B)(4) was returned to codman for evaluation. Upon completion of the investigation, it was noted that the supplier performed the evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: 1 - no visible damage to the millar sensor. 2 - received catheter severely kinked 14.5 cm from sensor casing with sutures attached (see attached picture). 3 - the device failed noise test - reading was 0.40 mmhg. It should be <0.35 mmhg. 4 - the device failed water pattern testing - reading was 3.2 mmhg in 2 hours. It should be <2 mmhg in 2 hours. Based on the above evaluation the supplier confirmed the complaint and determined that the cause of the failure to be the pressure sensor. Supplier informed that: "customer use could have possibly contributed to the failure due to the severe kink in the catheter material but we couldn¿t prove it because the internal wires were reading from end-to-end. The supplier couldn¿t tell if the wires were weakened at the kink site. Our cause of failure was based on the test failures, but we were unable to determine why the sensor didn¿t pass the tests stated on the complaint (isolated incident)" trends will be monitored for this or similar complaints. At the present time this complaint is considered closed

Manufacturer narrative:
Please be advised that we do not use therapy dates, as a result today's date will be used. Upon completion of the investigation, a follow up report will be filed.